Event description:
The manufacturer received information alleging an issue related to a CPAP device. The manufacturer received information the heater plate and water in the water chamber are getting too hot and overheating. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.